Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving baclofen of an unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was reported that for approximately the past 8 months (since 2015) the patient experienced intermittent loss of therapeutic effect. The date (B)(6) 2015 is considered an approximate onset / date of event. There had been some dose changes with no response. Two months ago the hcp performed a therapeutic bolus and the patient responded positively to that but it did not last. No volume discrepancies had occurred. The hcp was performing a catheter access port (cap) dye study on (B)(6) 2016 and was however unable to aspirate any fluid from the catheter. The hcp had not checked the pump logs. The manufacturer / type of baclofen administered via the pump and drug lot number were unknown / not reported. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.